Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the last two bands were twisted and would not deploy. There was no difficulty experienced when setting up the device. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem code 2610 captures the reportable issue of bands failed to deploy. Investigation results: a speedband superview super 7 was returned with the ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found two bands present which were moved out of its original position. It was also noticed that the ligator teeth were bent. The suture was intact and attached to the trip wire loop. The trip wire was secured in the handle assembly slot when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. Based on the evaluation of the returned ligator head, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity which could have contributed with the reported issues. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the last two bands were twisted and would not deploy. There was no difficulty experienced when setting up the device. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.